Manufacturer narrative:
Upon complaint review it was determined that it is a reportable event for siderail not latching. A replacement latch was installed which resolved the problem.

Event description:
The siderails on this stretcher would not latch.